Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, there was difficulty introducing the commander delivery system into the 16f esheath+. It was stuck at the blue portion (sheath shaft/ fully expandable) of the sheath. The esheath was inserted and the vessel was pre-dilated to 18f. The valve and delivery system were advanced in normal fashion until some resistance was met. Both the implanting cardiologist and cardiothoracic surgeon had difficulty pushing the device and fluro showed some buckling above the femoral head, so the push/pull method was utilized and the valve with delivery system started advancing until it met more resistance in the external iliac. At that point, they could not advance the system anymore and the decision was made to take everything out as a whole and start fresh. They tried pulling the valve/delivery into the sheath more and ended up stripping the delivery system with the pusher off of the valve to where the valve was then on the balloon shaft. The valve and delivery system was stuck in the esheath+ which was inside of the external iliac. It never exited the sheath. The system was stuck in the iliac and would not move at all. At this point, it was decided to call in vascular surgery and have them remove the device as a whole. The vascular surgeon piecemealed the removal of the device after the surgical cutdown was performed. The surgeon ended up pulling the sheath out in separate pieces, cut the delivery system and pulled the valve down to the femoral artery where it was then removed. The patient was in stable condition following the unsuccessful implant. The tavr was aborted and they will address the aortic valve at a later time. Damage was noted to both the esheath+ and the delivery system with kinks. The delivery system and valve did not exit the tip of the esheath+. During pre decontamination, a balloon tear at the ic bond was noted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for pre-decontamination results. The following sections have been added: b4, b5, g3, g6, h2, h3, h6, h10, h11. The investigation is ongoing.

Event description:
During pre decontamination, a liner tear was also noted.